Event description:
It was reported that a caller encountered occlusion alarms which resulted in the customer's blood glucose level displaying as "high," a specific value was not provided. The customer addressed the elevated bg with manual dose injection and acknowledged the alarm and resumed insulin to resolve it.